Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a multi-level spinal fusion. The patient had very little lordosis. The patient received a long construct that contained custom washers under the screwheads, leaving the screws a bit proud. It was reported that both screws at s1 broke some time post-op. The patient underwent revision surgery 2 months post-op. Patient is doing well now.